Event description:
It was reported that the respiratory rate of a ventilator rose sharply without any human action. There was no patient harm reported. (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on-site. The direct access knob for respiratory rate settings was found faulty and was replaced. The direct access knob is used for direct change of the parameter value. The parameter value can also be changed via the touch screen and in this case the change has to be accepted by the user. The returned direct access knob was installed in a reference system for simulated use testing. The test confirmed that it was faulty. It was not possible to change the respiratory rate by turning the knob. A long term test during 5 days was performed and no increase or decrease in respiratory rate initiated by the ventilator itself was noted. The electrical characteristic of the knob was measured. The signal level in the knob should switch between low and high while rotating. In this knob the levels were continuously high and no pulse was generated. Why the rotary encoder low level was continuously high has not been determined. Evaluation of the received device log confirms that the respiratory rate settings were changed several times the stated date of event. The increase in respiratory rate from 20 to 37 b/min was stepwise during 20 minutes and the last 5 minutes were alarms for high pressure generated. The respiratory rate was set back to 20 b/min and then ventilation was continued 50 minutes before it was ended. Our conclusion is that the returned direct access knob was faulty but we are unable to determine the cause of the reported event.

Event description:
(B)(4).